Manufacturer narrative:
Follow-up #1: date of submission 01/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: during investigation, a dim and pink screen was observed. The reported issue was confirmed. The following findings were unrelated to the reported issue: the battery compartment was cracked from the threads to the case seal. The up and down arrow keys had intermittent responsiveness. The contrast key did not respond at all. The keypad cover was torn at the down arrow key symbol. The keypad was removed and contamination was found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.